Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the device revealed dried blood in the guidewire lumen. The balloon was tightly folded with the stent was positioned between the markerbands. On the proximal side of the stent there are two stent struts bent back on themselves distally. Magnified inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 16x2.5mm taxus liberte stent delivery system (sds) was removed from the package without issue. When the user examined the device it was noted that a stent strut was sticking up and there was some "additional metal on the proximal end of the stent." The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 16x2.5mm taxus liberte stent delivery system (sds) was removed from the package without issue. When the user examined the device it was noted that a stent strut was sticking up and there was some "additional metal on the proximal end of the stent." The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.